Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having problems with her insulin pump and she was experiencing high blood glucose of 353mg/dl. The customer did treat herself twice, and her blood glucose was still high. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates and bolus wizard settings were correct. Performed the high pressure test and the test failed twice. No further information was provided.